Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a (B)(4) technician and both batteries were replaced and a functional and safety test was performed with passing results. (B)(4)."

Event description:
"On (B)(6) 2012, at maquet cp marketing, for cardiohelp unit (article number 70104.8012; serial number (B)(4)) an error message stating that both batteries needed service was displayed at power-up of the unit. Two battery calibrations were performed and the unit continued to display the message. (B)(4)."